Event description:
Per the audiologist, the patient reportedly experienced a decrease in performance. The results of an integrity test indicated normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Event description:
The customer reported that during a routine check of the unit, he noticed that the unit's display intermittently scrambles. No pt was involved.

Manufacturer narrative:
(B) (4).